Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys free psa (free psa) on a cobas 6000 e 601 module. The initial result was 0.033 ng/ml. This result was reported outside of the laboratory. On (B)(6) 2022. The sample was repeated with a result of 0.452 ng/ml. The free psa reagent lot number was 546160 with an expiration date 30-sep-2022.

Manufacturer narrative:
Instrument performance test results indicate the instrument is performing within specification. An instrument issue can be excluded. Several "sample short", "sample clot", or "abnormal aspiration" alarms were observed on the alarm trace data. The investigation determined the event was due to a pre-analytical sample handling issue at the customer site.